Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qcs) were within the expected ranges for levels 1 and 3 when the sample was initially processed. After obtaining the discordant result, the customer reran qcs, which recovered low and out of range. Upon repeating qcs multiple times, the qcs recovered within specifications. The ccc specialist reviewed the instrument data and observed integrated multi-sensor technology (imt) module and probe errors at the time of the event. The cause of the discordant, falsely depressed na result is unknown as the customer declined further investigation. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). One day later, the sample was repeated on the same dimension vista 1500 instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed na result.

Manufacturer narrative:
The initial MDR 2517506-2018-00266 was filed 16-apr-2018.additional information (23-apr-2018): a siemens headquarters support center (hsc) representative reviewed the available data and found a high frequency of integrated multisensor technology (imt) data unstable errors and salt bridge peristaltic vacuum errors. The imt standard b calibrator / salt bridge bottle was replaced with several failed calibrations occurring immediately after bottle replacement. The data is highly indicative of an imt system grounding problem or a standard b / salt bridge bottle being not seated properly. Process errors indicate there was a maintenance need at the time of the discrepant results. Imt salt bridge peristaltic vacuum high errors may result from an improperly seated bottle during bottle change or an electrical/mechanical problem with the salt bridge valve. Poor sample quality and the presence of gel, fibrin, and/or cellular material in sample(s) causing an obstruction cannot be ruled out as a contributing factor. The potential cause of the discordant, falsely depressed sodium (na) result was identified to be due to improperly seating the standard b / salt bridge solution bottle during maintenance with poor sample quality as a contributing factor.the device code, method code, result code and conclusion were updated. See section h6.